Event description:
It was reported the device was used during a laparoscopic gastrectomy procedure. It was reported by the affiliate that the device broke and would not staple. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Device not returned for analysis.